Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that a balloon catheter was unable to cross and rupture at 3 atm in 6 seconds. The procedure was completed with a different device. There were no patient complications reported.